Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded. Should additional information become available, a follow-up report will be submitted.

Event description:
The customer contacted baxter's technical service center and reported the solution from the supply bag is not filling the heater bag in dwell 3. The baxter technical service representative (tsr) had the home patient (hp) push and turn the bag spike. The hp stated she felt a pop when she did that and now there is solution flowing through the line. The tsr asked if there were any alarms, and the hp stated no. The hp stated she just looked at the homechoice and noticed that the heater bag was close to empty, but the supply bag was full. No patient injury or medical intervention reported. No additional information available.